Manufacturer narrative:
Additional narrative: additional evaluation: this investigation has shown the device shows heavy wear and tear on the outside thread. The torx is damaged and the anodized color is worn out. No laser etching is visible on the device. Due to the missing lot number a manufacturing review is not available. The report issue is possibly indicative of the screw insertion, the screw was not inserted aligned into the counter part and high mechanical forces were applied on the screw head while inserting. Due to the damage, verification of relevant dimensions could not be verified for accuracy. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a procedure on (B)(6) 2014, the surgeon was performing a fixation at c6-7 with zero-p medial screws prior to a c4-7 posterior spinal fusion. The surgeon successfully implanted the left medial and two lateral screws. When attempting to place the final right medial screw, the surgeon was struggling with the alignment and trajectory of the screw. The surgeon attempted with two new screws in the same location but he was unable to implant the right medial screw. The surgeon decided enough screws were in and the fixation was completed. The surgeon proceeded with the posterior surgical fusion with synapse hardware. The procedure was successfully completed with a 3-5 minute delay. There was no harm to patient reported during surgery. The patient expired in postoperative recovery due to possible heart failure. This is report 1 of 3 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was conducted. The report indicates the reported screw 04.617.812 is part of a family of the spine locking screws for the zero-profile anterior cervical fusion system. The applicable technique guide was reviewed. Upon inspection of the 3 received screws, each screw appears to be used, all of them exhibits worn anodize coating on most of tapered threads (bone and conical); evidence suggests that the screws advanced to almost engaged the plate as such reported difficulty is confirmed however it is not clear the screw hole preparation scenario to rule out if the pilot hole was properly done or if any other factor could contribute to this complaint such a hard bone condition or implant recessed too far posterior. The drawings detail the appropriate dimensions, material and finishing processes for a successful device design. In conclusion, based on the evaluation results, it is not clearly determined how this complaint was caused however it is likely that pilot hole was not created properly (as previously explained) which contributed to cause the reported difficulty. The design of reported device was found to be adequate for its intended use.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Manufacturer location and lot number are unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.